Event description:
Litigation alleges patient had severe and persistent pain which increased, difficulty walking, decreased range of motion, difficulty performing activities of daily living, loss of muscle mass and deterioration of soft tissues in hip due to high metal levels in bloodstream after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(4) 2015 - litigation papers allege excessive levels of chromium and cobalt, pain, discomfort, swelling, loss of energy, malaise, soreness, and localized damage to tissue and/or bone surrounding the acetabulum.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot info updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.